Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for air detected in the cassette. While troubleshooting, the patient found a leak between his catheter and the patient line. He discontinued treatment with the set. He reset with new supplies and was able to complete treatment. The set was discarded. During follow up, the patient's pd nurse reported that the patient has not had any signs of infection. He was treated with one dose of prophylactic antibiotic vancomycin. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.